Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri) and high lead impedance on both channels. The device was replaced.

Manufacturer narrative:
No medwatch form was received.